Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and noted the proximal was distorted. There was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was cosmetic cut, breached cut and had a cosmetic depression: and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed).